Event description:
It was reported to philips that the pacemaker function did not work. The device was in clinical use for patient at the time of the event. Related adverse to user or patient is currently unknown, and request has been sent out for such information. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.